Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during the inflation at 10 atmospheres, the balloon ruptured. The device was completely removed by simply pulled out from the patient and the procedure was completed with a 5x220mm sterling balloon catheter. No patient complications nor injuries were reported.